Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) displayed an alarm message ¿low vacuum¿. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found compressor pressure is 40 mmhg only. So fse suspected compressor pressure side diaphragm is damaged due to ageing effect. Fse resolved the issue by replacing, 5000 hour maintenance kit of compressor. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a